Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, force was used to remove the device. Per the IFU, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a right heart cath interventional procedure using a 6f sheath. Reportedly, the sutures of the device were deployed and the foot was retracted with the lever being closed completely. Upon removal, the device became stuck when the device was being pulled out at the skin level. The physician tried to re-advance the device and opened and closed the foot in attempt to remove the device; however, it was still stuck. The physician then used force in attempt to remove the device and the device separated at the elbow junction of the distal guide to proximal black sheath. The black sheath portion remain in the vessel. The patient was taken to the operating room and cut down surgery was performed to remove the separated proglide sheath. There was vessel/tissue damage from the force used to remove the device that was treated with the cut down surgery. There was a clinically significant delay in the procedure or therapy due to the need for cut down surgery and hospitalization was prolonged. No additional information was provided.